Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that on (B)(6) 2019, the patient experienced dyspnea, vertigo, decrease of hemoglobin, and deterioration of general condition. Inr was 2, aptt (activated partial thromboplastin time) was 35 seconds, and hemoglobin was 5.2 g/dl. On (B)(6) 2019 - an esophagogastroduodenoscopy was performed. There was no active or recent bleeding and the patient had grade c reflux esophagitis. On (B)(6) 2019 - a large axial hiatil capsule endoscopy was performed. There was moderate gi bleeding. On (B)(6) 2019 - an intestinoscopy was performed. There was no bleeding. On (B)(6) 2019, inr was 1.98, aptt was 84 seconds, and hemoglobin was 8.4 g/dl. The patient had a blood transfusion. There was no alarm for the event. The event resolved on (B)(6) 2019.

Manufacturer narrative:
Section d4: correction. Section h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported gi bleeding, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been made at this time. The relevant sections of the device history records for (B)(6), and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped with heartmate 3 lvas on (B)(6) 2015. This IFU lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values, under ¿anticoagulation¿. No further information was provided. The manufacturer is closing the file on this event.